Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the injector folded the haptic, causing a deformation, and the iol fell into the vitreous. The surgeon removed and replaced the iol during the same surgery. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4. )